Event description:
It was reported that bd syringe 5ml ll bns stopper was misaligned. This occurred on 4 occasions. The following information was provided by the initial reporter: a customer complaint was received indicating that a doctor saw the stopper in the middle of 4 syringes.

Manufacturer narrative:
H.6. Investigation: five photos were received and evaluated. One photo showed an assembled 5ml syringe (B)(4) the stopper appeared to be distorted and jammed. Four photos showed the plunger stopper assembly removed from the barrel with different views displaying the stopper deformation. The observed condition was nonconforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. It is likely there was a small amount of play in the plunger guide which would allow for the observed defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll bns stopper was misaligned. This occurred on 4 occasions. The following information was provided by the initial reporter: a customer complaint was received indicating that a doctor saw the stopper in the middle of 4 syringes.